Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, while performing surgery at l2-3, the t-pal spacer implant was rotating early before the surgeon could get it into the interbody space. The surgeon removed it and tried again. On the third attempt, he used a different applicator with the t-pal spacer implant and tried to insert it again, removed the spacer, then used a different implant spacer and was able to finish surgery. There was a surgical delay of 5 minutes. There was no patient harm and the procedure was successfully completed. This is report number 7 of 7 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd event evaluation was conducted. The report indicates that two t-pal spacer applicator handles, two t-pal spacer applicator knobs, two t-pal spacer applicator inner shafts, and one t-pal spacer were returned for the spacer pivoting during insertion, while it was attached to the applicator in the fixed position. The applicator is used for inserting trial spacers and implants for transforaminal posterior atraumatic lumbar spacer procedures. The instrument allows a rigid and pivoting option for controlled insertion as well as a security button to avoid spacer disengagement. Product drawings were reviewed during the investigation. The returned spacer was assembled to both sets of returned applicators and locked in the fixed position. The spacer was able to pivot slightly after a large amount of force was applied to the distal end of the spacer. The spacer was tested with each applicator multiple times and after each test, flakes were generated from the spacer. When connecting the implant spacer to the applicator, the technique includes an important note stating ¿the spacer must fit flush against the applicator without a gap.¿ a gap between the spacer and applicator and hammering on the applicator to advance the spacer into the intervertebral disc space could cause the spacer to pivot. Material could also be lost from the spacer as seen during the tests done at the chu, causing the spacer to no longer stay rigid even when connected to the applicator correctly. The returned instruments and implant were tested and the complaint condition could be replicated. If the implant was not assembled to the applicator correctly it could have caused the complaint condition. Details of how the implant was assembled are not known and so the root cause is indeterminate. It is unlikely the design contributed to the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.